Event description:
Customer reported that the insulin pump was damaged where the battery screws in. Customer did not recall any significant events leading up to the damage. Most recent blood glucose level was 95.4 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).